Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a native valve with heavily calcified leaflets, at 80% deployment the valve was constrained and at a shallow depth of 1-2mm. The valve was recaptured while the delivery catheter system (dcs) was still across the annulus and re-deployed to 80% with a depth of 3-4mm. A decision was made to deploy the valve. Upon release, the valve dislodged to a depth of 1-2mm on the non coronary cusp (ncc) and 3-4mm on the left coronary cusp (lcc). At 100% deployment it was noted there was an infold at the inflow portion of the valve extending up approximately 14mm. A post implant balloon aortic valvuloplasty (bav) was performed, which resolved the infold, but the valve dislodged above the annulus. The valve was snared and a second transcatheter bioprosthetic valve was loaded onto a new dcs and implanted in the aortic position. It was reported that the infold was a result of heavily calcified leaflets pressing on the valve during the first recapture. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.